Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the PICC was placed using a pre-loaded PICC for the vps system, after the PICC was placed and PICC was confirmed in the lower 1/3 of svc the wire was then attempted to be removed. When attempting to remove the wire the wire snapped/broke. The clamp on the PICC was immediately clamped, and the other end of the wire was visualized in the clear portion of the port, the customer then removed the entire PICC and verified with x-ray that there was no wire left in the patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the PICC was placed using a pre-loaded PICC for the vps system, after the PICC was placed and PICC was confirmed in the lower 1/3 of svc the wire was then attempted to be removed. When attempting to remove the wire the wire snapped/broke. The clamp on the PICC was immediately clamped, and the other end of the wire was visualized in the clear portion of the port, the customer then removed the entire PICC and verified with x-ray that there was no wire left in the patient.